Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including shock testing, energy testing, resistance testing, off current testing, and impedance testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.